Event description:
Reportedly, the last two pt's undergoing mr c-spine exams allegedly had red marks on their arms where they came in contact with the cable of the quad c-spine coil. Allegedly, pt's also complained of being next to something hot.